Event description:
Subsequent to the initially filed report, the following information was received: the bleeding was not caused by the proglide device. There was no report of a device malfunction or an adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned. Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. B2 correction: outcomes attributed to ae - required intervention removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - estimated date. D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was a vessel closure of the common femoral vein using a proglide device related to a cardiac ablation interventional procedure. Reportedly, there was bleeding at the puncture site. The method used to achieve hemostasis was not provided. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.